Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 225429 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 225429 and device part number 195-430wl/ lot 222795. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 225429 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to specific patient sample. Based on the above summary, the investigation is deemed complete. Abbott diagnostics scarborough will continue to monitor and trend for this reported issue as part of our ongoing post market surveillance.d4 - expiration date h3 other text : device discarded, single use.

Event description:
The consumer reported on behalf of her husband an unconfirmed false negative result with binaxnow covid-19 ag self-test on (B)(6) 2023.per consumer, her husband received a negative result with binaxnow covid-19 ag self-test on (B)(6) 2023, and a positive result at a pharmacy with (unknown brand) test on (B)(6) 2023. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The consumer reported on behalf of her husband an unconfirmed false negative result with binaxnow covid-19 ag self-test on (B)(6) 2023.per consumer, her husband received a negative result with binaxnow covid-19 ag self-test on (B)(6) 2023, and a positive result at a pharmacy with (unknown brand) test on (B)(6) 2023. No additional patient information, including treatment and outcome, was provided.